Event description:
Used always brand pads (large size). I used pad in preparation for a potential period cycle (important to note I was not bleeding and had no abnormal contact with my genitalia including no intercourse, external products used, or change in soaps or detergents). I left the pad on for about 8 hours overnight and in the morning upon taking it off, I started to feel an itching burning sensation almost immediately. Over the next five days, symptoms have increased to intense burning and itching sensations along the entire genitalia. Menstrual cycle.